Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-apr-2021. The most recent information was received on 28-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods for three months after insertion') in a 56-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2021, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("very fatigued"), musculoskeletal pain ("joint and muscle pain"), fibromyalgia ("declared fibromyalgic in 2014"), sleep disorder ("sleep disorder"), headache ("headache") and abdominal pain upper ("gastric pain") and was found to have weight increased ("weight gain"), 15 days after insertion of essure. Essure treatment was not changed. In (B)(6) 2014, the menorrhagia had resolved. At the time of the report, the fatigue, musculoskeletal pain, fibromyalgia, sleep disorder, weight increased, headache and abdominal pain upper outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, fatigue, fibromyalgia, headache, menorrhagia, musculoskeletal pain, sleep disorder and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods for three months after insertion') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2021, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("very fatigued"), musculoskeletal pain ("joint and muscle pain"), fibromyalgia ("declared fibromyalgic in 2014"), sleep disorder ("sleep disorder"), headache ("headache") and abdominal pain upper ("gastric pain") and was found to have weight increased ("weight gain"), 15 days after insertion of essure. Essure treatment was not changed. In (B)(6) 2014, the menorrhagia had resolved. At the time of the report, the fatigue, musculoskeletal pain, fibromyalgia, sleep disorder, weight increased, headache and abdominal pain upper outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, fatigue, fibromyalgia, headache, menorrhagia, musculoskeletal pain, sleep disorder and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.